Event description:
It was reported that a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pt had an MRI in 2008 and did not have a pump status check performed post MRI. The nurse was refilling the pump and was unable to get a pump status at the time of the report. No pt symptoms were reported.